Manufacturer narrative:
The pump alarmed compromised force sensor system error alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor also. The pump passed the stop current, run current and displacement tests. Unable to perform the self-test, unexpected restart, off no power, prime, occlusion and no delivery alarm test due to the alarm. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump kept spitting insulin out. Customer's blood glucose level was 210 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.